Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the surgical stapling on an laparoscopic hepatic lobectomy, the surgeon was able to press the green button but the stapler did not fire. They opened another device to complete the case. There was no patient injury.